Manufacturer narrative:
Findings: no frozen screen noted. Unit received with button error alarm and had intermittent bolus express and esc buttons response due to moisture damage keypad traces. Unit had minor scratched lcd window, cracked case at display window corner, cracked reservoir tube lip and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 120 mg/dl. The customer always wears the device tucked inside her bra. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated buttons would not work and would not let clear out of the bolus option. The customer stated that the device was in her bra. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.